Manufacturer narrative:
Voluntary medwatch form #: mw5066840. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump was in use with a home care patient for infusion of antibiotics (unconfirmed - possibly ancef). According to the reporter, the total volume to be infused was 500 ml. According to the reporter, near the end of scheduled infusion, the user checked the attached IV bag and there was remaining volume left in the bag (amount not reported). It was unclear what the impact to the patient was. See MFR: 3012307300-2017-00452.